Event description:
It is reported that metal fragments were being displaced into the knee joint while preparing the patella.

Manufacturer narrative:
This report will be amended when our investigation is complete.